Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported the patient experienced chest pain. The morning after an ablation procedure with an intellanav mifi open-irrigated catheter and an intellamap orion high resolution mapping catheter, the patient experienced pericarditic chest pain. The patient was started on a 2 week course of colchicine and the event resolved with sequelae.